Event description:
In (B)(6): customer reports via phone while trying to retract the ram after a procedure using the fill/expel bar, the ram moved forward expelling contrast. Customer retracted ram successfully using manual knob. There was no pt injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.